Event description:
In (B)(6) 2010, the patient started peritoneal dialysis (pd) treatment. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake." On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On the same day, a peritoneal effluent analysis and culture were performed. The result of the culture was no growth. On (B)(6) 2010, the patient began remedial therapy with vancomycin (1gm, loading dose, intraperitoneally (ip), cefifine (1 gm, loading dose, ip), cefitoxime (250 mg, qid, ip), forcan ( 100 mg, bid, tab) and tazobactam (1gm, daily, IV). Pd therapy was ongoing. It was not reported whether the patient was retrained; therefore the outcome for the event of break in aseptic technique was unknown. It was unknown if the peritonitis was resolving. The reporter believed that the peritonitis was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.